Manufacturer narrative:
Additional information: b1, b2, b3, b5, h6 further information was requested but not received.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6)2021. It was also reported that the lead was fractured. No known changes were made to the pacemaker.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26980. It was reported during a routine device check that the pacemaker and right ventricular (rv) lead exhibited elevated capture threshold. The lead also exhibited high pacing impedance more than double the previous measurement. Upon interrogation of the device, it was found that the automatic threshold test was unsuccessful and a manual capture threshold test was then performed. The patient reported to have experienced a bad fall approximately on (B)(6) 2021 resulting in bruising on top of the pacemaker site. The incident coincided with the pacemaker and lead anomalies. The pacemaker was reprogrammed to provide adequate safety margin and the patient was scheduled for a lead revision. There were no other patient consequences.